Event description:
The customer states the architect analyzer is generating falsely elevated ca19-9 results on one patient. The following results were provided on a healthy woman: sid (B)(6) 25feb2013 =240 u/ml: lot 18069m500; sid (B)(6) 08mar2013 =170.21 u/ml; lot 18069m500; sid (B)(6) 26apr2013 =396.80 u/ml; lot 20318m500. The quality controls on all three above test dates were within acceptable range. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, release testing data review, accuracy testing, and a review of labeling. A review of the complaint records for architect ca 19-9xr, list number 02k91-25, lot number 18069m500 and lot number 20318m500 did not identify any complaint trends relating to this issue. Accuracy testing was completed using panels with a retained kit of lot 18069m500 and lot 20318m500 and shows that both lots met acceptance criteria. A review of product labeling sufficiently addresses the issue in the limitations of the procedure section. A review of the release testing for the lots was performed and did not show any issue during the manufacturing process. The investigation shows that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. No malfunction was identified as this issue is limited to a single patient. Based on the results of this evaluation, the architect ca19-9xr, reagent lot 18069m500 and lot 20318m500, are performing as intended.